Event description:
It was reported that the percutaneous coronary intervention involved a heavily calcified, circular, de novo lesion in the mid left anterior descending artery. The pre-stenosis was 50%. Pre-dilatation was performed with a 2.5 non-compliant non-abbott balloon catheter up to 16 atmospheres (atm). An absorb 2.5 x 28 mm scaffold was placed at the lesion site and was deployed up to 16 atm (increments of 2 atm per 5 seconds) and deployment was maintained for 30 seconds and there was a perforation mid scaffold. The scaffold was confirmed to be fully apposed using intravascular ultrasound. The physician thinks that this was due to the calcification and the thin wall of the vessel, and not due to the absorb scaffold. The perforation was treated with 3 covered stents and a xience prime proximal. The post-stenosis was 0%. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the scaffold remains in the patient. A follow-up report will be submitted with all relevant information. Though the device absorb bioresorbable vascular scaffold (bvs) system is not approved for sale in the u.s., it uses a delivery system which is similar to a device sold in the u.s. The product code is based on the predicate device (xience v stent system) that is determined to be same and similar to the delivery system of this device.

Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned for analysis. The reported patient effect of a perforation, as listed in the instructions for use, is a known adverse event associated with the use of a coronary device in native coronary arteries. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.